Event description:
The patient reported she applied a pod on (B)(6) 2025 and wore it for 72 hours on her leg. When she removed the pod the infusion site was painful, bleeding, bruised, red and hard. She went to see doctor (B)(6) on (B)(6) 2025 and was diagnosed with skin inflammation and an infection, which she was prescribed penicillin to treat. A new pod was successfully placed. At the time of reporting, she stated the site looked better and she did not have any more problems with the pods. The old pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.